Event description:
It was reported the patient¿s lead migrated, as verified via x-ray. The patient had not experienced any trauma prior to the migration. To address the issue, the physician repositioned the same lead, resolving the issue. Postoperatively, effective therapy was restored.

Event description:
The date of the lead revision was inadvertently left out of the initial report. The lead was relocated on (B)(6) 2019.